Event description:
It was reported that as the drill bit passed over the guide wire, the guide wire became lodged inside of the drill bit. As drill bit was removed, the guide wire came out with it. Had to get the guide wire out of drill bit and then find the hole it came out of, and try to reinsert the guide wire where it was previously which is what we did. No adverse consequences reported.

Manufacturer narrative:
Instrument was disposable. Will not be returned. If the device or additional information becomes available, it will be reported on a supplemental report.